Event description:
Per the clinic, the device was explanted due to partial insertion of the electrode array and fold over of the tip of the electrode. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).